Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire tip detached. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right posterior descending coronary artery. The 185cm pt2 moderate support guide wire was placed across the lesion. Pre-dilation was performed with a 2.5x15 non bsc balloon catheter; the balloon was inflated to 8atms for 28 seconds. As the lesion was noted to be fibrotic, the physician opted to use a 3.25x15 bsc cutting balloon as well. Ivus was performed with a bsc device and then further dilation was completed with a 2.5x20 nc quantum apex balloon catheter. The physician then noted that approximately 6-8mm of the distal tip had detached in the right posterior descending coronary artery. A non bsc goose neck snare was utilized to successfully remove the guide wire tip from the patient. There were no additional patient complications reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).